Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. No further cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call he had fallen on the insulin pump and the display was bleeding. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.